Event description:
The customer reported that she went to the emergency room due to high blood glucose levels. The customer's blood glucose levels were too high for the glucose meter to detect. The customer stated that the insulin pump pulled out during the night, causing the customer to not receive insulin. The customer understood why her blood glucose levels elevated, and declined troubleshooting. Assisted the customer with priming a new infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.